Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2010. 419588 lead, implanted (B)(6)2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician saw a heart rate in the 30s, which is below the programmed lower rate. No intervention was performed. The device remains in use. No further patient complications have been reported as a result of this event.